Event description:
Patient reported that during an insulin cartridge change, the device's piston rod stopped functioning properly. No error message was generated by device. Pt's blood glucose was not affected, and no treatment was received.